Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification. Device was monitored and no blank display anomalies or display anomaly noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 77 mg/dl. Customer had tried different batteries. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.